Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that arm 3 experienced uncontrolled movement during an instrument exchange on arm 4. The caller noted that arm 3 was not pushed or bumped at the time of the movement. The case continued without further issues with arm 3, but the caller wanted to report the issue and requested a system review. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed using arm 3. The issue occurred only once and did not occur again. It is unknown what caused the issue. Arm 3 moved freely with uncontrolled motion during instrument exchange. The direction of the movement is unsure. There was no injury/harm to the patient.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and fse's field evaluation. A system test drive was performed but the reported condition could not be replicated. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.